Event description:
The customer reported being hospitalized for high blood glucose. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump passed the prime and high pressure tests. The time and date were incorrect. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.